Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A healing collar (hc335) was returned for investigation. The collar was visually inspected. The healing collar presented with warping along some of the threads, as well as apparent chipping of the anodization along the warped portion, suggesting that the collar was cross-threaded and damaged during use. Functional testing of the collar verified that it is unable to be fully screwed into compatible testing implants. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015. Applicable information can be found in the warnings and precautions sections. The complaint reported inability to seat a healing collar. Based on the investigation of the available information, and functional testing of the returned device the reported event is confirmed. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: (B)(4). G2: office contact - manufacturing site. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healing collar (hc335) would not screw onto the implant. Another healing collar was used to complete the procedure.